Event description:
It was reported that guidewire coating peeled off. A .035in, 185cm, j tip, b5 back-up meier guidewire was used during the procedure. However, multiple places of the guidewire coating peeled off. The device was removed and no coating/wire fragments were left inside the patient's body. The procedure was completed successfully. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: unit guidewire was returned inside the original pouch of the device. The information of the label matches with the information of the complaint. Also, it was observed that the guidewire was inside the protective hoop. The pouch was wrinkled; and it shows that the hoop was manipulated. No damages were found in the returned device. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported that guidewire coating peeled off. A .035in, 185cm, j tip, b5 back-up meier guidewire was used during the procedure. However, multiple places of the guidewire coating peeled off. The device was removed and no coating/wire fragments were left inside the patient's body. The procedure was completed successfully. There were no patient complications reported.